Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an elevated impedance during the implant procedure. A few days later, an echocardiogram, an x-ray and an interrogation evidenced the lead had perforated the ventricle, leading to loss of capture (loc). As result, the patient underwent a procedure wherein the lead was repositioned. Prior to pocket closure, the lead electrical testing and a second echocardiogram revealed the rv lead had perforated the heart wall once again. The helix was retracted and the lead was successfully repositioned in a different part of the ventricle anatomy. After the procedure, the impedance measurements decreased to normal. The patient did not presented bleeding and was reported stable.